Manufacturer narrative:
Internal report #(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: strip issue.

Event description:
Customer complains of lo results. Customer states that she feels well and requires no medical attention at this time. The customer states that she felt " funny" when she obtained the lo that morning. The customer's expected blood results are 116-135mg/dl fasting.